Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to a poor connection between the scope and the socket or a poor connection of the light source cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to display an e216 and e315 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the issue occurs with the 180 & 190 scopes. Tac instructed the customer to check the maj-1933/maj-1941 and to reseat the maj-1941. Furthermore, tac asked that the customer clean the gold contacts with an alcohol prep pad and the socket of the clv-190. The customer turned off the tower and allowed the tail of the scope to dry. Afterwards, the tower was powered on and the scopes were attempted without error. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.